Manufacturer narrative:
User reportedly was transgressing in her home on her chair. User is new to using the device. The chair as reported jerked and user hit their wall. Her foot allegedly came off her footplate and her calf sustained a cut that required medical treatment. Nature of complaint suggest a potential operator error. MDR filed as a conservative measure. Info also indicates device remains in use.

Event description:
The wheelchair allegedly "jerked" while the consumer was attempting to turn the chair. Her foot allegedly came off the footplate, causing her to cut her calf on the front rigging. Serious injury is alleged.